Manufacturer narrative:
The medical product has not been made available for analysis and could therefore not be examined itself. The provided information was recorded in our quality management as complaint and is used to evaluate and, if necessary, improve the safety and reliability of our medical products. The device data provided for analysis were thoroughly analyzed. A cause for the clinical observation could not be found based on the provided device data. However, there were no anomalies that would have indicated a device dysfunction. If additional relevant information or the device itself should become available, the incident will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional data is available and it is not expected to receive further data. The case is thus closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient was hospitalized due to perforation and pericardial effusion. The lead was explanted. The patient was implanted with a new crt-d system. An explant date was not provided.

Manufacturer narrative:
On (B)(6) 2017, we received additional information on 7/23/17 there was a loss of capture. On (B)(6) 2017 the patient was hospitalized due to perforation and pericardial effusion. The lead was explanted on (B)(6) 2017.